Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. However, the exact value was not provided. The customer ate candy to stabilize bg level. The customer stated that the low bg was due to the customer having incorrectly input settings onto the pump.